Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as disease progression resulting in aortic neck dilatation, and slight angulation of the aortic neck. The pt returned for a follow-up appointment. The CT demonstrated that the stent graft had migrated distally with a type I endoleak. The physician elected to place an aortic cuff a talent 36 (MFR report # 2953200-2009-00822) which was implanted lower than intended. The physician then placed another manufacturer's aortic cuff, however, it was too long and the cuff jailed of the contralateral limb. The physician elected to convert the aneurx bifurcated stent graft to an aui and a femoral to femoral bypass was performed. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Eval codes, results and conclusions - (migration, endoleak), (disease progression resulting in aortic neck dilatation).